Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported he changed an insulin cartridge "earlier in the day". He stated he had not heard an alarm indicating low insulin volume that was noted in alarm history review. When he changed the cartridge, he noted "insulin that could be poured out of pump when inverted." He discontinued the use of the insulin pump and self administered manual/traditional insulin injection instead and called for assistance with the device. The alleged product was requested for evaluation and replacement product was mailed.